Manufacturer narrative:
Concomitant devices: contrast 50:50 heparin/saline, cook 6f sheath introducer. The report received indicted that during pta of an 80% occluded, calcified lesion in the sfa of 40mm in length in a 5mm vessel diameter, the stent did not open fully. The stent fully deployed out of the sheath and did not open at one end. The physician worked on this case for a few hours and everything was reported to have worked out ok. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system passed through acute bends. Delivery of the sds to the lesion was from the contralateral side. No difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure and no thrombus was present proximal to, at, or distal to the lesion site. The lesion pre-dilated prior to stent implantation with a 4mm balloon at 6 atm and there was 50% stenosis after pre-dilation. There was no difficulty or resistance noted while crossing the lesion with the stent and the sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. The device was easily removed from the patient. The patient was not successfully treated with another device and there were no negative consequences to the patient. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15142448 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received indicted that during pta of an 80% occluded, calcified lesion in the sfa of 40mm in length in a 5mm vessel diameter, the stent (smart control, catalog number c07030ml) did not open fully. The stent fully deployed out of the sheath and did not open at one end. The physician worked on this case for a few hours and everything worked out ok. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system passed through acute bends. Delivery of the sds to the lesion was from the contralateral. No difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure and no thrombus was present proximal to, at, or distal to the lesion site. The lesion pre-dilated prior to stent implantation with a 4mm balloon at 6 atm and there was 50% stenosis after pre-dilation. There was no difficulty or resistance noted while crossing the lesion with the stent and the sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. The device was easily removed from the patient. The patient was not successfully treated with another device and there were no negative consequences to the patient.